Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that a right ventricular (rv) lead integrity alert was triggered. A review of the remote transmission indicated there was oversensing on the right ventricular (rv) lead. A possible lead fracture was suspected. The lead was explanted and replaced. Additionally, it was reported at the time of the rv lead revision the initial position of the replacement lead had lower r-waves than seen with mapping so retracted the screw to reposition. At that point the replacement lead had noisy signals on psa (pacing system analyzer) electrogram. The cables tested fine, unipolar connection to tip had same noisy egm (electrogram) while unipolar configuration on ring was fine. The replacement lead was repositioned again with better sensing but extending the screw yielded high impedance. The lead was not used and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.